Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8015 unit that will not power on. Sn: (B)(4). Case resolution: keypad defective; recommend to try another keypad to see if the issue would resolve. If not, biomed will send in unit for flat rate repair. Emailed alaris service description depot repair pricing letter to biomed.